Event description:
It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 30mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but required a full recapture. It was noted there was difficulty recapturing the closure device into the access system. It was eventually recaptured and a new was and wds were used to successfully complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system inside the related watchman truseal access system (was). The device was bloody. The device was soaked in a warm water bath for a day. The implant was deployed during the lab analysis. The implant, core wire, tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (bent/misshapen/markerband damaged), core wire damage (flattened/bent) for a length of 29mm, tip/sheath damage (buckled/kink) for a length of 7cm. The rest of the device was inspected, and no other damage or irregularities were found. Functional testing was not done, as the device was too damaged to test. The sheath damage to the complaint device matched the sheath damage to the related device.

Event description:
It was reported implant recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 30mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but required a full recapture. It was noted there was difficulty recapturing the closure device into the access system. It was eventually recaptured and a new was and wds were used to successfully complete the procedure. There were no patient complications reported.